Event description:
The customer stated results have not been reproducible on the architect c8000 analyzer. A patient generated a low sodium result of 119 mmol/l but upon repeat, the result was 147 mmol/l. The sample was tested on another architect c8000 analyzer yielding results of 147 and 148 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Refer to results of investigation below. An evaluation was performed and included a review of the information and patient data the customer provided, a review of complaint and trending data, and a review of information in the architect operations manual. Abbott field service (fs) identified and corrected several problems to resolve the issue. Fs actions included performing maintenance and replacing several parts including but not limited to the cuvette washer nozzles, the wash pump poppet valves and bellows, the lamp, the r1 probe and reagent pipettor tubing. A review of complaint and trending data did not identify an adverse trend or systemic (B)(4) issue. The operations manual provides a list of probable causes and corrective actions related to the customer's issue under the observed problems depressed concentration and erratic results, poor precision. The causes listed include scheduled maintenance is due, hardware failure, and cuvette washer is not functioning properly. Field service actions taken to resolve the customer's issue are consistent with troubleshooting listed in the operations manual. A deficiency was not identified.